Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported the patient developed an infection. The device and leads were removed. The right atrial (ra) lead that was in use at the time of the infection, was returned, analyzed, and tested out of specification. The previously capped leads were also removed at the time of infection, were returned, analyzed, and tested out of specification. Follow-up revealed the previously capped right ventricular (rv) lead was capped due to fracture, the previously capped atrial lead was capped due to an unspecified malfunction and for the remaining lead, the reason it was capped is unknown. No further patient complications have been reported as a result of this event.